Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned to baxter healthcare for evaluation. An event history log review was performed. The reported problem of an unspecified alarm was verified and the alarm was determined to be a system error 2201. During the sample evaluation, a visual inspection was performed without noting any issues. Cycler remote toolbox (crt) software was used to troubleshoot the pneumatic system. Pneumatic leakage inside the device pneumatic subsystem was discovered. Upon conclusion of the evaluation, the cause of the reported problem was determined to be a malfunctioning membrane gasket. The membrane gasket was replaced, and the device is fully functional. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. The patient could not remember what system error was displayed. There was no report of patient injury associated with the event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.